Event description:
It was reported that t:slim x2 pump battery would not charge, and pump displayed power source alerts while customer used tandem charging cable with battery pack and confirmed wall outlet was working. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to plug charging setup into known working outlet for at least 30 minutes, and during follow-up it was reported that pump began charging normally on its own and issue was considered resolved with case closed.